Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge had difficulty going along the guide tracks. A cartridge change was performed resolving the issue. There was no reported impact to the customer¿s blood glucose level.